Event description:
Pt admitted to hospital for removal of septic left total knee. Original left total knee implant was placed 2004. Pt has had persistent drainage, redness, swelling and pain in left knee despite antibiotic treatment. The following month pt had incision and drainage and culture of left total knee. Culture growth showed methicillin resistant staph auerus and peptostreptococcus magnus.